Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between september 15, 2023 ¿ september 18, 2023. H11: the device was received for evaluation. A visual inspection was performed, and the fill port cap being separated from the fill port was observed. No evidence of physical damage was observed from either the cap or the fill port. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to handling of the product during shipping or distribution. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: this event occurred sometime in (B)(6) 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of small volume intermates had one or both caps fall off the device. The bottles had not been filled yet. This occurred while the devices were inside the packaging prior to patient use. There was no patient involvement. No additional information is available.